Manufacturer narrative:
Section d5 operator of the device of the initial medwatch report indicates: blank section d5 operator of the device of the initial medwatch report should indicate: health professional.

Event description:
The customer contacted physio-control to report that they were using this device on a patient and attempted a cardioversion and the device did not perform the cardioversion as expected. The customer confirmed that the patient survived the event and there were no adverse effects to the patient as a result of the reported issue. Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer.

Event description:
The customer contacted physio-control to report that they were using this device on a patient and attempted a cardioversion and the device did not perform the cardioversion as expected. The customer confirmed that the patient survived the event and there were no adverse effects to the patient as a result of the reported issue. Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio downloaded the device's electronic records from the event for review and observed that the shock button had been pressed multiple times when there were no sync markers present. Physio determined that the likely cause of the reported issue was due to use error. The user did not select a lead with the greatest qrs complex amplitudes for the sense markers to be displayed as instructed by the device's operating instructions.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that they were using this device on a patient and attempted a cardioversion and the device did not perform the cardioversion as expected. The customer confirmed that the patient survived the event and there were no adverse effects to the patient as a result of the reported issue. Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer.